Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt presented with symptoms of new onset angina. The 70% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. A 2.75x12mm taxus express2 drug eluting stent was placed, inflating to 16 atms. Residual stenosis was 0% with excellent angiographic results. Medications given: fentanyl, versed, angiomax, nitroglycerine 354 days post the initial procedure, after ear surgery, the pt presented with severe chest pain. The pt had stopped taking plavix 3 weeks ago and aspirin 5 days ago due to ear surgery. An EKG showed acute st-elevation and hyper t-wave in leads v2 and v3 and st depression and t-wave inversion in the inferior leads. A 100% acute thrombotic occlusion of the mid lad was identified. The mid lad treated by aspiration atherectomy, followed by balloon angioplasty. Excellent angiographic results were obtained. There was 0% residual stenosis. Medications given: fentanyl, versed, heparin, angiomax, nitroglycerine, plavix. No additional pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.